Manufacturer narrative:
E3: occupation: new client lead. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the doctor was using an angio-seal during a case and the angio-seal would not connect to the sheath for proper deployment. The issue was with the angio-seal sheath and arteriotomy locator connection. The connection was not secure, allowing the arteriotomy locator to back out when inserting. A second angio-seal was opened and used without difficulty. There was no harm caused to the patient and no blood loss.